Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the infusion set leaks at the site. Caller reported the issue occurred three times after changing the infusion set. Leaky headsets all came from the same box. No adverse event reported. Requested return of the alleged device for evaluation.